Event description:
The report from (B)(6) study indicated that patient was hospitalized approximately five months ago. The diagnostic imaging showed on the right frontal an intra parenchyma hematoma as well a hemorrhage and a ruptured aneurysm of the anterior communicating artery. Patient received an external shunt and the aneurysm was treated. Subject received 6 coils. No problems occurred during the procedure and the angiographic grading was judged as 2. It was noted that the subject inadvertently pulled out the external shunt. After this accident everything external has been changed except the intra-cranial catheter. The subject developed symptoms of fever and showed delayed psychomotor signs. Meningitis was suspected and antibiotic treatment (4g, 3 times per day of claforan/phosphomicyne) for three months after patient was hospitalized. Site indicated that event (meningitis) was not related to procedure or device. Subject was discharged with mrs 1 because of slight walking instability. Subject was routinely followed-up with mrs 0.

Manufacturer narrative:
After review of the information provided, the event menignitis does not meet the requirements for a reportable event. Additionally, the site indicated that the event was unrelated to the device and procedure with an alternative cause which was noted in the event description. Therefore, no further reports will be forthcoming for this medwatch report.this is one of six products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00745, 2954740-2012-00746, 2954740-2012-00747, 2954740-2012-00748, 2954740-2012-00749 and 2954740-2012-00750.

Manufacturer narrative:
This is one of six products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00745, 2954740-2012-00746, 2954740-2012-00747, 2954740-2012-00748, 2954740-2012-00749 and 2954740-2012-00750. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.